Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had cosmetic and breached metal ion oxidation, the outer insulation was breached cut, the outer insulation had a cosmetic depression and there was apparent explant damage; full lead in segments returned and analyzed.

Event description:
It was reported that the left ventricular lead dislodged and the doctor was not able to reposition it. The lead was explanted. No patient complications have been reported as a result of this event.